Manufacturer narrative:
Concomitant products: product ID 8590-1, lot # n381094, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type accessory; product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was reported that the device set had been removed due to infection. The drug used in the device system was unknown.